Event description:
It was reported that a patient, who was 11 months post-op (original surgery was a c5/c6, c6/c7 alif with tms implants on (B)(6) 2013 was in pain. The patient sought treatment and it was decided by the surgeon that a corpectomy was required. The patient was revised on (B)(6) 2014, whereupon both tm-s implants were removed. No additional information was received (i.e., lot number, etc.)

Manufacturer narrative:
Investigation is still in progress.